Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticm5_12.6; -9.50/1.00/77 (sphere/cylinder/axis) implantable collamer lens; that was intended for the patient's right eye (od); had tore during loading into the cartridge. This occurred on (B)(6) 2022. On the same date a replacement lens of the same model/length was implanted and this resolved the problem. The cause of the event was reported as unknown.